Event description:
Pt had bardport indwelling central venous catheter placed (B)(6) 2009 for ongoing chemotherapy for metastatic breast cancer. Port functioned well until (B)(6) 2011, when no blood return was obtainable and local swelling occurred on flushing of the port. (B)(4) on (B)(6) 2011 showed that the central catheter had broken at the level of the subclavian vein access. The distal catheter fragment had moved to the superior vena cava and right heart. It was successfully removed transvenously using a snare.